Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a critical battery alarm and multiple premature switching events. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to corrosion on the connector pins of power ports 1 and 2. Heartware has opened internal to evaluate these types of issues. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. Pins within the power connectors were found to have corrosion but the reported loose connections could not be confirmed; the controller passed all functional testing including two finger tug test on connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. As per IFU: patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient stated in the clinic that his power connections felt loose to him. He also indicated that he had experienced critical battery alarms that he said were "unexplained". The patient underwent an elective controller exchange in clinic setting due to reported loose connection issues and tolerated controller exchange well. Power connections were assessed by vad coordinator in clinic. Log files were sent. Investigation is ongoing.